Event description:
It was stated by the sales rep that the reset button on the cdnxt disposable head fell off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.